Event description:
It was reported that during a laparoscopy procedure, excessive bleeding was noticed during the procedure. Upon investigation it was noticed that the device had perforated the uterus. An emergency laparotomy was performed to repair the perforation to the uterus. The patient received 2 units of blood. An unknown amount of extended hospital stay was required. There is no indication that the device malfunctioned. There was no additional patient consequences. The patient has made a full recovery.